Manufacturer narrative:
The reported event of high impedance was not confirmed. As received, the penta lead passed electrical testing. No root cause was identified for the reported issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing ineffective therapy. Diagnostic system testing indicated high impedance levels. X-rays determined the leads did not migrate and multiple troubleshooting¿s steps were taken but were ultimately unsuccessful. As a result, surgical intervention took place on (B)(6) 2019 wherein the patient¿s lead was explanted and replaced. Therapy has been restored post-op.